Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Medical staff reports an out of box adverse event: "at the time of the inflating, the posterior valve lost the liquid. Possible malfunction of the posterior valve." The device was not implanted. This report relates to no side.

Event description:
Medical staff reports an out of box adverse event: "at the time of the inflating, the posterior valve lost the liquid. Possible malfunction of the posterior valve." The device was not implanted. This report relates to no side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings on the patch. A leak test and microscopic analysis was performed which identified two striated openings on the patch and a striated non-penetrating nick on the patch. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool. Non-penetrating nick striated due to surgical tool scratch like.